Event description:
A report was received that the patient¿s ipg does not hold a charge. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo battery replacement.

Event description:
A report was received that the patient¿s ipg does not hold a charge. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo battery replacement.

Event description:
A report was received that the patient¿s ipg does not hold a charge. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo battery replacement.

Manufacturer narrative:
Additional information was received that patient underwent an ipg replacement procedure and did well postoperatively. Device evaluation indicated that the ipg passed the visual and photographic imaging tests performed. The complaint of premature battery depletion was confirmed. The analog integrated circuit was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The damage resulted in rapid battery depletion and consequent difficulty charging the ipg. Exposing the analog integrated circuit (aic) to high electromagnetic or voltage transient environment could cause this type of damage. Root cause of the aic damage could not be determined.